Manufacturer narrative:
As received, the pump reservoir was empty, it was in minimum rate infusion mode, and it was stalled. Pump memory logs were gathered and showed a history of motor stalls and motor stall recoveries. During analysis of the pump, the motor stall recovered so further analysis was completed. Dispense testing was performed, and the pump passed dispense accuracy, though the graph had an odd appearance. Destructive analysis found a worn gear shaft which contributed to the motor stalls. A deformed pump tube contributed to the odd dispense graphing. There was corrosion, wear, and lubrication of the motor gear train.

Manufacturer narrative:
Conclusion code applies to the previously reported analysis finding: dispense testing was performed, and the pump passed dispense accuracy, though the graph had an odd appearance. A deformed pump tube contributed to the odd dispense graphing. Conclusion code applies to the previously reported analysis finding: as received, the pump reservoir was empty, it was in minimum rate infusion mode, and it was stalled. Pump memory logs were gathered and showed a history of motor stalls and motor stall recoveries. During analysis of the pump, the motor stall recovered so further analysis was completed. Destructive analysis found a worn gear shaft which contributed to the motor stalls. There was corrosion, wear, and lubrication of the motor gear train.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported the patient did not have an MRI recently. The event resulted in an unscheduled clinic or office visit. The etiology was indicated as related to the device or therapy. The pump was explanted and replaced on (B)(6) 2015.

Event description:
It was reported in manufacturer's report #3007566237-2015-03299 that [on 2015-10-21 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal pain medication via an implanted pump system. The hcp stated that a patient with a pain pump had a motor stall. Additional information was requested to determine the patient's identifying information, the patient's managing physician, and the most appropriate person to contact for additional information regarding the reported pump motor stall.] Any additional information received pertaining to report #3007566237-2015-03299 shall be added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l75459, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
On 2015-10-21 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal clonidine 1.618 mg/ml at 1.0017 mg/day, bupivacaine 25 mg/ml at 15.5 mg/day, prialt 9.8 mcg/ml at 6.1 mcg/day, compounded baclofen 1.913 mg/ml at 1.1843 mg/day, and sufenta 339 mcg/ml at 210 mcg/day. Interrogation of the pump revealed that motor stalls began on (B)(6) 2015 at 8:08 am. It had been stalling and recovering multiple times since then. The patient finally heard the alarm on the night of (B)(6) 2015, and they came to the clinic on (B)(6) 2015. Magnetic interference was ruled out. The patient's pump had 1 month to elective replacement indicator (eri). No symptoms were reported. Additional information was received from a representative on 2015-10-23. The hcp was planning to replace the pump on the night of (B)(6) 2015. Additional information was requested to determine what troubleshooting was performed related to the motor stalls, what actions or interventions were taken to resolve the motor stall, what caused the motor stalls, and if the motor stalls had been resolved.